Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the water bottle was received with a humidifier adaptor attached to the water bottle. The label on the water bottle was missing. No other issues were found. The water bottle and adaptor were attached to a flow meter and there was no air leak observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that there is an oxygen leak of the device.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review was conducted and: review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. The complaint is not confirmed. The root cause is unknown. Teleflex will continue to monitor feedback from the customers on issues related to an oxygen leak found at inspection on water bottle products.

Event description:
The customer alleges that there is an oxygen leak of the device.